Event description:
It was reported that during a laparoscopic esophageal procedure, whiling stapling on the stomach, the surgeon commented that the compression was not right on device. It was not forming staples correctly. The procedure was converted to open and the surgeon had to remove a portion of the stomach as a result of the stapling. (B) (6). According to the surgeon, "didn't cut and kicked tissue out, was using green on stomach so no reason..had to open chest to reresect more stomach and cut conduit shorter"

Manufacturer narrative:
(B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Several attempts have been made to obtain additional information. No response has been received to date, a supplemental report will be sent upon receipt of additional information. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device experienced a power on reset. The device was reset and remained in use until explant for normal battery depletion. No patient complications were reported as a result of this event.